Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer called and she called about the unit not suctioning did the t/s and water test and it passed. Went over all the placements and asked if he was lying flat on his back and she stated he has 24 hour care and he has to get moved from side to side...informed with the movement that is weakening the adhesive and has to be checked to make sure it's still adhere to the skin and has no crinkles...customer stated if they still has issues can they get another unit informed it's not the unit it's b/c of the placements of the pouch that is causing it not to suction. Used with male wicks. No additional information provided. Troubleshooting resolved the issue. (Prepping and placement tips shared) per clarification received from liberator on 30apr2026, it was reported patient used male wick.